Event description:
It was reported that this brady lead was a case of attempted implant in which the lead was scrapped and replaced with a new lead in accordance with recommendations after multiple left bundle placement attempts. No adverse patient effects were reported.